Event description:
The handheld device and software flashcard were returned on (B)(4) 2013. Product analysis was performed. An analysis was performed on the returned handheld, and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Reporter indicated a vns dell x50 computer's screen would not align. Performing hard and soft resets did not resolve the issue. The computer serial number provided by the reporter may not be correct. Attempts for additional information and return of the computer are in progress.

Manufacturer narrative:
Devicve failure is suspected, but did not cause or contribute to a death or serious injury.